Manufacturer narrative:
Product investigation complete. Lead was subjected to testing, confirming a lead fracture near the terminal end. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to helix extension/retraction issues and placement difficulties, where the physician turned the helix more than the recommended amount. Product investigation revealed an inner coil fracture near the terminal end of the lead. The lead was removed prior to pocket closure and another lead was used to complete the procedure. No adverse patient effects were reported.